Manufacturer narrative:
(B)(4). The returned guide wire had its coil wire was elongated for approximately 570mm from the proximal solder set at 45mm from the wire tip. The distal end of the elongated coil wire was fractured. The underlying core composed of a core wire and an inner coil wire was also found fractured. Fracture ends were microscopically observed. It found that the core wire was fractured at approximately 43mm from the proximal solder. Proximal to the fracture end of the core wire, the core wire was bent and circumferential cracks were observed on the core wire surface. These findings suggested that repeated bending stress contributed to the core wire fracture. The inner coil wire was stretched and turned into a helical shape. Each fine wire of the inner coil wire was fractured by torsion that was generated as the inner coil wire was pulled. The fracture end of the coil wire was cone shaped, suggesting that tensile stress contributed to fracture. Measurement of the returned guide wire inferred that approximately 2mm of the tip segment was missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was presumed that torsion exceeding the product's design limit was inadvertently applied while the wire tip was being trapped possibly by the heavily calcified lesion. That excess stress was assumed to have contributed to the core wire fracture. The coil wire and the inner coil wire were assumed to be elongated and eventually fractured due to tensile stress generated during wire removal. There was no indication of product deficiency. Instructions for use (IFU) states: [warnings]: when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. If any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects]: separation or breakage of the guide wire.

Event description:
It was reported that the tip of an asahi guide wire became separated during a pci to treat a heavily calcified occlusion in the rca #1-2. The guide wire was used with a microcatheter in an attempt to cross the lesion and the wire tip became stuck in the lesion. The physician attempted to remove the guide wire when it became separated and the separated tip segment remained in the lesion. The physician determined to leave the wire fragment in situ and terminated the procedure without reestablishing the blood flow. The physician commented that this event was attributed to product quality. Rather it was related to his manipulation technique. Patient discharge was planned two days after the procedure.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4).